Event description:
It was reported that during shoulder arthroscopy, during the anchor implantation, the helix of the anchor smashed while trying to place it. The doctor was able to remove all the generated pieces and finally placed another anchor of the same reference to the patient. There was no delay, no patient injury or other complications were reported.

Manufacturer narrative:
One 5.5 mm pk sa healicoil anchor assembly inserter was returned for evaluation. The anchor and sutures were not returned prohibiting confirmation of the reported complaint of anchor breakage. Visual assessment of the inserter showed no abnormalities. It is difficult to perform an accurate evaluation of a failure without having the failed product and the pertinent clinical details to consider. As such the complaint is being closed without conclusion.